Event description:
It was reported the chloraprep leaked inside of the package. Per email: we were notified of a complaint from a customer stating chloraprep leaking inside of pack. The sample was received and the reported issue has been confirmed, please see attached photos. We want to ensure that you are aware of this issue but we do not require a response at this time. If you would like the samples returned for investigation please provide a shipping label. (Please note that we will only accept fedex account number or fedex/usps shipping labels. If you are not able to provide either of these please reach out to us.) Please reference complaint number below in all future communication, for documentation purposes. Medline complaint # (B)(4), medline part #: 136710, product description: chloraprep app 26ml orange, vendor part #: 930815, lot #: 0070617, po#: unknown, defect description: chloraprep leaking inside of pack, credit requested: none requested at this time.

Manufacturer narrative:
Photos were available for evaluation. Visual examination of the photos shows orange stains on the foam tip, swabs and on the original unopened package (lidding). As a result, bd was able to verify the reported issue. Ampoules are made from onion tubing skin borosilicate type I glass, which are design to break when pressure is applied to activate applicator at a relatively low break force. When pressure is applied to the wings by a pinching force with the fingers, this activates the applicator, breaking the glass ampoule and releasing the chloraprep solution onto the foam tip. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to activate and break the glass ampoule. Due to the nature of glass, it is possible to have an activated applicator and/or broken ampoule if the applicator undergoes excessive handing. Production record review was completed for batch/lot 0070617 and no non-conformances were identified during the manufacturing of this lot. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Manufacturer narrative:
(B)(6). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930815 batch no.: 0070617. It was reported the chloraprep leaked inside of the package. Per email: we were notified of a complaint from a customer stating chloraprep leaking inside of pack. The sample was received and the reported issue has been confirmed, please see attached photos. We want to ensure that you are aware of this issue but we do not require a response at this time. If you would like the samples returned for investigation please provide a shipping label. Please note that we will only accept fedex account number or fedex/usps shipping labels. If you are not able to provide either of these please reach out to us.)please reference complaint number below in all future communication, for documentation purposes. Medline complaint # (B)(4). Medline part #: 136710 product description: chloraprep app 26ml orange vendor part #: 930815 lot #: 0070617 po# unknown. Defect description: chloraprep leaking inside of pack credit requested: none requested at this time.